Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements. An x-ray showed that the lead broke near the device header. The device was reprogrammed in the meantime. It was noted that the patient did not require atrial pacing. The date for the revision procedure remains unknown at this time. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.